Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient's implant surgery, her left arm was so sore that she could not move it. Her neck was also sore, which was believed to be due to the tape on her neck which was making it difficult to turn her neck. The incision sites were red and blistering. The patient had temporary relief after the bandages were removed, but had trouble sleeping afterwards due to pain and itching. It was noted that there was "non-stop stinging" at the incision sites and the sites feel warm. Iodine was not helping. The surgeon assessed that the patient had an allergic reaction to the latex tape used after surgery, and the reaction was also related to surgical prep. The patient was provided with pain medications and topical antibiotics. It was noted that the chest and neck incision sites were dripping and yellow, which was due to the allergic reaction. Per the physician, the left arm pain was due to recovery from the surgery. The antibiotics were provided for patient comfort and to prevent infection. It was noted that the device was not programmed on. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.